Event description:
The customer initially reported that their device was showing the attention icon. After an evaluation of the device, it was observed that the device had excessive electrical leakage which was depleting the internal hlc batteries. The device could potentially not have sufficient power for defibrillation energy delivery. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the readiness indicator was causing excessive current drain from the internal hlc batteries. The customer received a replacement device.